Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinsonian tremor. It was reported that the patient had right side paralysis and possible stroke. The caller was asked if it was related to the device or therapy and they said "they don't know, but the first thing the patient asked was to have the device checked." No further complications were reported or anticipated with this event. Additional information was received from a healthcare provider indicating that it was confirmed it was not a stroke. The patient's ins was depleted and the stimulator was not working. The cause of the issue was parkinson's disease symptoms. Actions/interventions include the patient being transported to the hospital in (B)(6) for replacement. It is unknown if the issue is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the stimulator not working was due to battery end of service (eos) and the ¿paralysis¿ was ¿in fact worsening of parkinsons due to device being off.¿ the stimulator not working/being depleted was resolved as the battery was replaced on (B)(6) 2018. According to the hcp the left implantable neurostimulator (ins) was previously implanted in 2014 and had expected eos after more than four years of use. The other ins was implanted in 2010 with the battery at 2.78.